Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the resection electrode was burned/melted. The issue was found during an unspecified therapeutic hysteroscopy. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the burnt electrode could not be determined. The reported issue was most likely caused by wear and tear. The loop at the distal end of the electrode wears out during use and may break, burn or melt. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: there was no delay in the procedure. The procedure was a intrauterine electroscission surgery and it was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.